Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 400 mg/dl. They also reported that the transmitter was not working and they did the troubleshooting. The customer did not want to do the troubleshooting anymore. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set, mds-unk-xmtr.